Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with a wound infection and bacteremia. The patient then had a occipital stroke and expired after care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this patient was admitted to the hospital with an external wound infection ((B)(6)) and bacteremia. The patient had gone to the hospital for incision and drainage on (B)(6) 2013 and later that evening had extensive occipital stroke with pupils blown, and suspected septic embolism. The patient was on heparin drip and the international normalized ratio (inr) was therapeutic prior to event but was presented with nose bleeds so inr was adjusted. Support was withdrawn on (B)(6) 2013 and the patient expired. The device was not returned to the manufacturer for evaluation.